Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs was not powering on and there was no line power to the led. The breaker was not tripped. The din rail fuses were blown. The fuses were replaced and power was restored to the system. The previous din rail was revision b, so no upgrade was needed. A new in rush suppressor was installed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site had encountered a storm that resulted in a power surge where they plug their system in. After testing the mobile viewing station (mvs) with a known working power outlet, the site discovered that the mvs would not power on. There was no patient present.